Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code a050702 captures the reportable event of failure to cut. Imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code f2301 captures the reportable event of additional device required. Block h11: investigation results summary. The suturing cinch was not returned as it was lost by the hospital. A product analysis could not be performed. Therefore, due to the lack of evidence the reported events cannot be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the cinch wire break, cinch failure to cut and cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. The reported event of additional device required occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this record represents the second of two suture cinches. It was reported to boston scientific corporation that a suture cinch was utilized in a duodenal ulcer perforation closure procedure on (B)(6) 2026. During the procedure, the physician attempted to cinch the suture cinch. The technician closed the cinch handle but drive wire broke at the handle. The technician attempted to troubleshoot by cutting shrink wrap near handle and clamping the exposed drive wire with a hemostat but was unable to cut the suture using the suture cutter. The physician removed the cinch by pulling with force. The physician attempted to suture again but had a similar issue with another broken cinch handle. The suture could not be broken manually so they removed cinch with force. The technician attempted to cut suture manually but was unable to release plug from catheter. On a third attempt the physician was able to cinch. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.